Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device gave a power failure 1000 error message. There was no reported patient involvement.

Manufacturer narrative:
.